Event description:
During brain surgery, or team noted smoke under head drape. Left ear and neck received 2nd degree burns. Pt improving from burn. Facility has not conclusively determined the cause of the event. This report shall not be construed as an admission by facility that it or any of its employees or affiliates caused or contributed to the incident described herein.